Event description:
Hcp reported pt presented with signs of infection which included fever, redness, swelling, drainage, pain, incisional wound opening and pocket erosion. Cultures were obtained from the primary source of the infection, the device pocket, and the type of orgnism found was mrsa. The pt was treated with both IV and oral antibiotics, and total device system explant. Hcp reported the infection resolved. The device was explanted but not returned to the MFR for analysis.